Event description:
It was reported that the stem device was revised due to subsidence when the primary revision did not acheive stability. It is further reported that the acetabular components (securefit shell/series ii insert and 1 screw) are sound and not revised.